Manufacturer narrative:
This device is not approved for sale in us but a similar device with catalog# 1556200500, 510k# k131321 and UDI (B)(4) is approved for sale in us. : neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior fusion at t8-s2ai due to lower back ache and palsy occurrence. Post-op, the implanted rod broke at the left side of l4/5. Patient underwent revision surgery for replacing the broken rod.